Manufacturer narrative:
While it is unk if the essix c+ (B)(4) used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device is available for eval, though has not been returned as of this report.

Event description:
In this event, it was reported that a patient "has severe allergic reactions which appear to be triggered by an orthodontic retainer manufactured from (B)(4) produced by your company." The report further states that the reactions appear linked to other serious symptoms the patient has begun to suffer, including psychiatric ones. There is no info regarding the duration of the reaction, or whether any medical intervention was required as a result.